Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction. In (B)(6) 2010 the patient was diagnosed with unstable angina and cardiac catheterization was recommended. Coronary angiography revealed total occlusion at the proximal of an unknown manufacturer's stent. The 99% stenosed and 20mm long target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilation and placement of a 3.50x20mm taxus liberte stent, resulting in 10% residual stenosis following post dilation. Two days later the patient was discharged on aspirin and prasugrel. In (B)(6) 2013 the patient presented with substernal chest pain associated with burning in the chest. The patient was diagnosed with inferior st elevation myocardial infarction and the patient was hospitalized. Thrombus and 100% occlusion of the previously placed (B)(4) stent located in the proximal right coronary artery was treated with aspiration thrombectomy, pre-dilatation and placement of 4.00x18mm non bsc bare metal stent, resulting in 0% residual stenosis following post-dilatation. Five days later the event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported post procedure in (B)(6) 2013 the patient continued to have intermittent chest pain, coronary artery bypass grafting was recommended. The patient was transferred to another hospital on the same day. The total occlusion in the mid right coronary artery was treated with coronary artery bypass grafting. The event was considered resolved without residual effects.